Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The patient stepped into the examination room at 11:04 a.m. The examination went smoothly, and a polyp was found intraoperatively, which was requested to be removed with the consent of the patient's family,while feeding the loopers through the biopsy inlet, it was found that the loopers could not be fed and repeated attempts failed to pass, the engineer was contacted and informed that the op-channel might be deformed and could not be used properly, and the treatment was completed with a backup scope. The incident caused no harm to the patient, but increased patient examination time and risk of mucosal injury. Harm performance: op-channel malfunction, instrument was not available. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: a2: age at time of event, date of birth. A3a: sex. D4: primary unique device identifier (UDI) #. D8: was this device ever serviced by a third party? H4: device manufacture date. Evaluation summary: pentax medical apac performed a good faith effort to gather additional information regarding this event and responded an email following questions. Q1: was the failure of the operation channel deformed? Or was something clogged? A: the operation channel deformed. Q2: did this procedure actually take longer? A: yes, because the doctor changed a backup scope to use which prolonged the time. Q3: does the doctor think the longer procedure time is a problem? A: no. Based on the investigation, a potential root cause of this failure is that the bending during the bending operation put stress on the op channel, causing it to deform. A definitive root cause of the reported issue could not be identified. The device was repaired by the third party and returned to the hospital. Reminded the hospital that they should pay attention to pre-use check which can reduce the occurrence of accidents. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 20-mar-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 07-jun-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.